Manufacturer narrative:
Device analysis: based on the device analysis grid, the assessments of the complaint are: rupture: broken device observed. Assessed, as surgical impact opening (shell thickness was within specification). Additional observation: stress marks observed, are assessed, as non-penetrating nick. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, right side "rupture". The device has been explanted.

Event description:
Healthcare professional reported right side "rupture" device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported, right side "rupture". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.